Event description:
It was reported that the insulin pump gave a low battery alarm during a bolus attempt. The battery was changed, then the insulin pump alarmed button error. The alarm could not be cleared. The customer's blood glucose reading was 406 mg/dl, and the mother stated that she would be taking the customer to the health care professional for treatment. Advised the mother that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.